Manufacturer narrative:
Correction a2: correct date of birth is (B)(6) 1955, not (B)(6) 1955, as previously reported in the initial report [6000034-2025-02496].

Event description:
Per the clinic, the patient experienced pain/non-auditory sensations with the device leading to non-use. Subsequently, the device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.